Manufacturer narrative:
UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a cracked front panel, cracked back case, missing blanking cap and serial label with handwriting on it. Device would not turn on. The customer reported issue was confirmed. The cause of the issue was a likely impact. The front panel was replaced as well as the face label, battery holder assy and serial number label. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a cracked keyboard; it is unknown if there was patient involvement or when the event occurred.

Manufacturer narrative:
UDI related data quality updates only.